Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately 1month post implant of the ipg system more than four years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead, (B)(6) 2007.(B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately 1 month post implant of the ipg system more than four years ago.